Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous reports and the results of the legal manufacturer's final investigation. Correction: b5 incorrectly reported the no. 1 button is defective as this is not a reportable malfunction. Per the legal manufacture, this issue of a defective button is not likely to cause or contribute to death or serious injury if the malfunction were to recur. H10 in the previous report was submitted in error. Although the customer confirmed they did not reprocess the device, they still alleged a foreign material issue with the device which is a reportable event. G2 (added healthcare professional). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, olympus confirmed foreign material remained in device. The user sent the device to olympus without conducting / completing reprocessing. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope biopsy channel is blocked by foreign matter and the no. 1 button is defective. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had foreign material stuck in the device. However, the device was returned without reprocessing. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.